Event description:
Sorin group (B)(4) received a report that, during the procedure, blood was seen leaking from the top of the vanguard unit. When the pump was turned off, air was pulled into the device. The perfusionist used bone wax to seal the leak and the case was completed without further issues. It was confirmed that the device was not connected to the pt. No air reached the pt. There was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the vanguard cardioplegia device which is a component of the custom perfusion pack. The 510(k) number for the vanguard is k021830. The custom perfusion pack is a preamendment device. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during the procedure, blood was seen leaking from the top of the vanguard unit. When the pump was turned off, air was pulled into the device. The perfusionist used bone wax to seal the leak and the case was completed without further issues. It was confirmed that the device was not connected to the pt. No air reached the pt. There was no pt injury. The device was returned to sorin group USA for evaluation. Visual inspection confirmed that the white vent cap was removed and taped to the front of the unit and bone wax was present in the valve. Leak testing under positive pressure did not result in fluid leaking from the unit but when a vacuum was applied, air was pulled into the device confirming an issue with the valve. Leak testing under positive pressure did not result in fluid leaking from the unit but when a vacuum was applied, air was pulled into the device confirming an issue with the valve. The investigation is on-going. A follow-up report will be filed when the investigation is complete.